Event description:
It was reported, that the catheter balloon was difficult to deflate. Per additional information received via ibc on (B)(6) 2020, the catheter balloon was difficult to deflate. First, only 7cc of water was aspirated by the syringe. Next, even though cutting the inflation funnel, there remained 3cc of water. And it was unable to be removed. Eventually, a guide wire was inserted into the inflation lumen to remove the water. It was further reported, that 1cc of water remained in the balloon even, after removing the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b1, h1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. Per additional information received via ibc on 17jun 2020, the catheter balloon was difficult to deflate. First, only 7cc of water was aspirated by the syringe. Next, even though cutting the inflation funnel, there remained 3cc of water and it was unable to be removed. Eventually, a guide wire was inserted into the inflation lumen to remove the water. It was further reported that 1cc of water remained in the balloon even after removing the catheter.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only catheter without the inflation funnel part was not returned. Sample was evaluated and inflation eye met internal specification. Due to poor sample condition the complete investigation could not be performed. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate. Per additional information received via ibc on 17jun2020, the catheter balloon was difficult to deflate. First, only 7cc of water was aspirated by the syringe. Next, even though cutting the inflation funnel, there remained 3cc of water and it was unable to be removed. Eventually, a guide wire was inserted into the inflation lumen to remove the water. It was further reported that 1cc of water remained in the balloon even after removing the catheter.